Event description:
Boston scientific received information that approximately two months ago, this right ventricular (rv) pacing lead exhibited high threshold measurements and steadily increasing pace impedance measurements up to 900 ohms. During a subsequent follow up, it was reported that the pace impedance measurements had dropped to less than 100 ohms and continued to exhibit high threshold measurements. A revision procedure was performed. The lead was capped and surgically abandoned. A new rv lead was successfully placed without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.